Event description:
The ventilator failed the tightness test which is a pre-use check. We talked to a representative from hamilton technical support about the brackets that hold the expiratory housing the screws are coming loose. He said he is going to follow up. This is the second or third time we've seen this issue. This problem causes tightness test failure. It could possibly become a greater problem if not resolved early. I took screws out and put a loctite on the screws and retightened them.